Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep. Update rec'd (B)(4) 2013- pfs and medical records received. Part/lot was provided. Primary operative notes indicated a intraoperative femoral fracture. The srom stem and sleeve have been added. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 3041423, 2865973 and 2375469. A review of the device history records was conducted on the 2375469 stem provided lot code as it was reported fractured. The review of the device history records did not reveal any related manufacturing deviations or anomalies. A search of the complaint database search finds one additional reported incident against lot code 2941986 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. Medical records were obtained and reviewed by a medical professional. With the limited amount of information provided, it is not possible to determine that the implants contributed to the reported events. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.